Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of possible under delivery anomaly and damaged battery cap. The customer's blood glucose level was 9 mmol/l at the time of the incident. The customer stated that his battery cap is cross threading once he placed over the screw in spot. The customer was concerned that the pump is not delivering proper insulin. The customer was advised to call back to troubleshoot. The product was not returned for analysis.